Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported ¿the hospital had reused the resterilizable drill bur for ears (product/lot# unknown), and during the tympanoplasty procedure performed the other day, a part of the bur tip was found to be broken. The procedure was continued using a back-up device and completed with no adverse effect on the patient, though the completion was delayed by five minutes due to this case. Although the hospital assured that there's no debris in the patient's body, still there is a possibility that the tip was broken during use. The bur in question had been used for a long time. The sales rep knew this incidence while having a conversation with the doctor, and the doctor had not posed any questions regarding the product itself. However, we are reporting this case after consulting with the superior. The doctor noted the debris has not been found, but it has not been left in the patient's body. The doctor does not see any problem with the product. The hospital has decided to take corrective measures by replacing such a device with a disposable, single-use device.¿